Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the exact cause was not determined. A catheter malfunction was suspected, but not confirmed. The patient's baseline weight was 167 pounds. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving infumorph 1mg/ml for a total dose of 0.3967mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2018 the patient experienced increased back and leg pain after adding bupivacaine to the pump. Intervention included medical or non-surgical therapy where a catheter dye study was performed on an unknown date. The outcome of the event was noted as ongoing. The event date was (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug bupivacaine was noted to be possibly related and the drug action that caused the event was added a new drug (bupivacaine). Additional information was received from a hcp via a clinical study on (B)(6) 2018. Per pump logs, it was noted that bupivacaine was being delivered (3.0mg/ml at 1.1876mg/day) as of (B)(6) 2018. The clinical diagnosis was updated to increased lower extremity pain. It was indicated that the catheter dye study occurred on (B)(6) 2018. It was later indicated the clinical diagnosis was updated to increased back and lower extremity pain. It was noted that compounded morphine (1mg/ml for a total dose of 0.3967mg/day) was being used at time of event. Intervention included therapy was suspended on (B)(6) 2018. It was noted that the patient experienced/reported increased pain on (B)(6) 2018. The relatedness to the device or therapy was updated to not related. Other etiology noted sacral insufficiency fracture. Additional information received from healthcare professional (hcp) via a clinical study indicated on (B)(6) 2018 a catheter access port (cap) contrast study was performed and revealed they were unable to aspirate cerebrospinal fluid (csf) from the cap and the study was aborted. The outcome of the event was noted to be unresolved with no further actions planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the device diagnosis was other suspected catheter malfunction. No further complication was reported.